Event description:
The customer reported that the system displayed a communication error between the generator and the workstation. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator interface board, flashed the board and reinstalled the system software. The system was tested and found to be working as intended and put back in service.